Event description:
Acute mi (myocardial infarction) suspected in the left system. Physician performed a diagnostic angiogram followed by an lv gram (left ventriculogram) which were programmed at 12-15 ml/s for a total volume of 30ml. Exchanged catheters to a 7 french guiding catheter and cannulated the left main artery. Staff or physician proceeded to inject the lv parameters into the left main artery. Subsequently, the left main artery and a portion of the aorta dissected. Patient experienced bradycardia and a lowered bp (blood pressure). Patient was admitted to the or for an emergency bypass of the left main artery and grafting of the aorta. Patient was admitted to the critical care ward at 2:00 am in 06/2001. Status of patient: patient had a poor prognosis, but did survive and was released from the hospital within two weeks of the incident. No additional information was provided by the hospital.